Event description:
It was reported that the battery of this pacemaker had reached end of life (eol), and the patient had passed out at home. The pacemaker was checked at the hospital and was at vvi 50 bpm. It was noted that approximately three months earlier, longevity calculations showed less than six months remaining. Review of device data revealed there was a change from right ventricular (rv) autocapture to fixed outputs, which were getting higher. Technical services (ts) discussed that the increased outputs had likely resulted in increased battery consumption. This pacemaker was explanted and replaced, and intravenous antibiotics were administered. Normal battery depletion (nbd) was noted for this pacemaker. No additional adverse patient effects were reported. This pacemaker will be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker had reached end of life (eol), and the patient had passed out at home. The pacemaker was checked at the hospital and was at vvi 50 bpm. It was noted that approximately three months earlier, longevity calculations showed less than six months remaining. Review of device data revealed there was a change from right ventricular (rv) autocapture to fixed outputs, which were getting higher. Technical services (ts) discussed that the increased outputs had likely resulted in increased battery consumption. This pacemaker was explanted and replaced, and intravenous antibiotics were administered. Normal battery depletion (nbd) was noted for this pacemaker. No additional adverse patient effects were reported. This pacemaker will be returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device. -- if information is provided in the future, a supplemental report will be issued.